Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction. B3 = date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Corrected fields: d4 - primary UDI number = ni the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged biopsy channel. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause was due damaged biopsy channel, component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope had a piece of a nut stuck in the control section. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.